Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the sys error 322 caused by a failed upper hook switch. The upper auxiliary assembly (including the hook switch) was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate sys error 322 alarms.

Event description:
It was reported that a spectrum infusion pump was alarming sys error 322. It was also reported there was no pt injury.